Event description:
Approximately one month after the implantation of the stent in the left internal carotid artery (ica) the pt underwent angioplasty to treat a restenosis. The pt was discharged home the following day and was neurologically unchanged. Approximately four months after the index procedure, at routine follow-up angiogram demonstrated a critical 90-95% stenosis at the supraclinoid left ica, the site of the stenting and angioplasty. The left middle cerebral artery and distal branches were very small that the physician believed was related to the restenosis in the ica. Angioplasty was performed without complication and resulted in significant improvement of flow in the left hemisphere. The pt was discharged home the following day.

Manufacturer narrative:
Related to manufacturer report# 2939204-2009-00423.